Manufacturer narrative:
Root cause: the true root cause has been determined to be a customer-related shipping issue. The scalpels are shipped per the customer's specifications. The customer provided photographs that indicate the packaging and the product sustained damage during shipping. Corrective action: deroyal will continue to monitor this issue. In an e-mail, the customer indicated it has revised its pallet dimensions for product shipments. Investigation summary: an internal complaint ((B)(4)) was received reporting that, when unpacking boxes of the product, the safety scalpel blades were not fully retracted, which presented a risk. The initial report indicated that a sample was available for return. As of the date of this report, a sample has not been received. However, the customer provided photographs. These photographs confirm the reported issue but also indicate the packaging and the product sustained damaged during shipping. Deroyal ships the product per the customer's specifications. The safety scalpel is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request to (B)(4). As of the date of this report, a response has not been received. Preventive action: a preventive action has not been taken. The investigation is ongoing at this time. If new and critical information is received, this report will be updated.

Event description:
The blades on the safety stitch cutters are not fully retracted, causing danger and potential injury to anybody unpacking the boxes.